Manufacturer narrative:
(B)(4). Device components have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient was having a new implant done. The spinal segment of the catheter did not thread properly with the first catheter attempt. The catheter "buckled" and would not pass properly. The physician felt heavier than normal resistance. It was noted that pieces from each catheter kit were used or implanted during the case. There was no patient harm. The patient was doing well. The pump was used to deliver lioresal.